Event description:
It was reported that patient experienced withdrawal with following symptoms: trembling, pit in stomach, body feeling like it's turned inside out. Patient had a refill on (B)(6) 2012, when the healthcare provider (hcp) increased bupivacaine by 50%. The normal refills were about every 70 days. Patient was admitted to ER on (B)(6) 2012, and was told that she was going through withdrawal; patient was discharged on (B)(6) 2012. It was stated that patient was in the hospital for 8 hours before anyone got her symptoms under control. Patient was given a shot of dilaudid to help manage symptoms in the ER. Additional patient symptoms reported later included nausea, return of pain, feeling ice cold, increased sense of smell, shaking and feeling of apprehension. It was stated that withdrawal occurred following refill session, "especially following the past three refill sessions patient had felt withdrawal". Most recent refill was on (B)(6) 2012 and patient visited the ER the next day. It was added that every three or four hours patient got IV dilaudid and by the following morning patient no longer needed IV medication and was sent home on (B)(6) 2012. Patient's hcp had not followed up with the patient. There were no pump alarms and hcp had not conducted any motor or dye studies. It was added that there were no kinks in the catheter. It was stated that there were "no change in symptoms prior to pump refill" and now patient was not having any symptoms. Patient had scheduled an appointment with another hcp on (B)(6) 2012. The next refill was due on (B)(6) 2012. Drugs delivered via the device were dilaudid (new) and bupivacaine (old). A follow-up report will be sent if additional information becomes available.

Event description:
It was reported the patient ¿fainted¿ and was ¿half passing out¿ when she was in the emergency room. It was also later reported the patient experienced ¿this terrible thing three times.¿ the patient got refill of dilaudid and bupivacaine on (B)(6) 2011. On (B)(6) 2012 the patient had a refill and bupivacaine was increased by 50 percent. At the patient¿s most recent refill on (B)(6) 2012 she was switched to just dilaudid and she had the same problem.

Manufacturer narrative:
Catheter: model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2009, explanted: unk. (B)(4).

Event description:
Additional information: it was later reported that the pump seemed to be operating fine per health care provider's office. The drug concentration/dose of the medication being delivered via the pump was not known. The patient was noted to be well and stated she was getting effective relief.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: according to the hcp the cause of the event was "reschedule via the patient". Patient recovered without sequel. Dilaudid concentration was reported as 10mg/ml infused via the pump at a daily dose of 2.50mg.